Event description:
The dealer called stating that the rear wheels on the 66550 rollator are allegedly "sloppy". One of the wheels allegedly has a split down the seam. No injury. Replacement wheels sent on warranty order #(B)(4).